Manufacturer narrative:
Mayfield infinity skull clamp (a2114) was returned for evaluation. Device history record: the DHR shows no abnormalities related to the reported failure. Failure analysis: the returned unit did not meet all specific functional test, as the evaluation showed that the lock was very loose and needed to be calibrated. The threads were checked to ensure they pass the go/no go gage, and the plunger assembly teeth were replaced and tested to ensure unit is properly functioning. Lock is tested to ensure the lock arrows line up and the rocker arm assembly has no movement. General maintenance and cleaning required was performed. Lock calibrated, plunger teeth replaced, unit tested to ensure functionality. Root cause: the reported complaint was confirmed via inspection of the unit. Unit received with the lock very loose and needed calibrated. Unit required general servicing to ensure it met specification. Probable root cause is wear and tear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the adult rocker arm on the mayfield infinity xr2 skull clamp (a2114) slips in and out of the locking knob with little resistance. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.